Event description:
We used the intravascular ultrasound catheter in the patient's circumflex coronary artery. The catheter worked normally. When removing it did not seem right. It was snap/stretched out. It was successfully removed from the body with no injury.